Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ also, tandem¿s t:flex cartridge instructions for use states: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. Reportedly, the customer filled the cartridge with 500 units as well as with cold insulin. There was no impact to the customer's blood glucose level. It was confirmed that the customer has a backup method of insulin delivery available.